Event description:
On (B)(6)2022, it was reported by a sales representative via email that (2) ar-3636 knotless fibertak pulled out of implantation site back to back. This was discovered during a procedure on(B)(6)2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint could not be confirmed. Visual evaluation of provided photos identified that the implants were intact and did not appear to have been used. Additionally, without the return of the device, further investigation cannot be performed. Also, it was found that the shaft of the device had bent. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.